Event description:
It was reported that a few hours into the perfusion there was a leak in the oxygenator after the liver was on board for a few hours. Therefore, the device user transferred the liver to a new device with a new disposable set. Subsequently, the liver was transplanted.

Manufacturer narrative:
The device was discarded by the customer.

Event description:
It was reported that a few hours into the perfusion there was a leak in the oxygenator after the liver was on board for a few hours. Therefore, the device user transferred the liver to a new device with a new disposable set. Subsequently, the liver was transplanted.

Manufacturer narrative:
Device data was retrieved and reviewed by a member of the clinical team. Per data review, no message codes or out of range perfusion parameters were seen. The metra device appeared to be working as expected. Furthermore, a video of the event was reviewed by a service quality engineer (sqe). Per review, a blood leak was seen bubbling from the gas escape port of the oxygenator. A review of the production records identified no deviation. As the device was not returned, no conclusive root cause was determined.